Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the control box assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the hill-rom tech stating that the emergency stop switch was broken off of the control box from unk abuse. The lift was located in the maintenance storage room. The original location is unk. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).